Event description:
It was reported that "it was unable to pace at all after the catheter was inserted to the patient. The catheter was replaced and the problem was solved." There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter without any attached components was returned for evaluation. As received, the catheter tip was found bent and the angle measured approximately 23 degrees. Continuity testing confirmed a full open condition of the distal circuit. The proximal circuit was found to be continuous. A cut down of the catheter body was performed just proximal of the proximal electrode to expose the pacing leadwires. The distal leadwire was found to be broken around the solder joint. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 minutes without leakage. No visible damage to the balloon or windings was found. Balloon inflation test was performed using returned syringe with 1.3 cc air by holding the balloon under water. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of pacing issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.